Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was noted that the mapping catheter tip was bent. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 215072002, was returned and analyzed. Visual inspection of the mapping catheter showed the mapping catheter shaft was kinked and broken at the proximal end attachment with the electrocardiogram (ECG) connector. No ECG signal wires were broken inside the shaft. In conclusion, the mapping catheter failed the returned product inspection due to shaft kink. If information is provided in the future, a supplemental report will be issued.